Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, the patient experienced fainting symptoms. Upon interrogation of the device, intermittent capture, increase in threshold and decrease in impedance was noted on the right ventricular lead. The device was reprogrammed. The patient was stable after the reprogramming.